Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is unknown.part numbers:ifuse implant, p/n 7035-90, lot# 7753003041002, manufactured 11/19/11, expires 2015-01.ifuse implant, p/n 7040-90, lot# 3777-10030, manufactured 02/24/11, expires 2014-02.ifuse implant, p/n 7050-90, lot# 7628002578005, manufactured 047/26/11, expires 2014-07.

Event description:
On (B)(6) 2013, the surgeon performed a right side ifuse si joint arthrodesis on the patient placing three implants. The patient's pain was resolved for six months following the initial surgery, but later had compaints of right leg pain.on (B)(6) 2014, the surgeon removed the most superior implant that he believed he saw lucency around on x-ray. No other implants were removed or added.